Event description:
Patient was here for v-beam treatment of port wine stain on right side of face. We were unable to get the settings needed by the dr for this patient. The only setting we could get was much lower. The incident report has the settings we were unable to get. Patient was sent home without treatment.this was the patient safety report: patient came for treatment of port wine stain on right face using vbeam treatment. Laser handpiece 3x10 calibrated; would not calibrate at 7mm handpiece. Settings 3 width and 12 fluence; needed these settings. Case canceled. Unable to do prescribed treatment. Patient sent home.======================manufacturer response for pulsed laser, candela v-beam laser (per site reporter).======================I left a message with the RMA extension at candela corp to call me.